Manufacturer narrative:
(B)(4). Date sent: 7/10/2023. D4 batch #: x95c8y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the tower tip of the I-blade broken off and was not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. A damaged iblade could affect cutting functionality a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x95c8y, and no non-conformances were identified.

Event description:
It was reported that during a left colectomy, it was impossible to cut the tissue. The knife broke. No patient consequence.